Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify battery out limit alarm due to blank display. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he fell in a pool and could see bubbles under the insulin pump's window. He took the battery out and blow dried the insulin pump. When he placed the battery back in, the insulin pump alarmed battery out limit. Customer's blood glucose level was 95 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.